Event description:
A hospital reported to our MFR representative that overtightening of the headgear of the rt040m full face mask was required to support pressures greater than 15 cmh20. The report stated that staff were not able to get a proper seal without tightening the headgear and this may have a higher risk of increasing skin breakdown on the pt. No pt injury was reported.

Manufacturer narrative:
Method : no info to date. Results: investigation still underway. No results to date. Conclusions: no conclusion can be made at this time. This is the only complaint to date concerning the need to overtighten the rt040m full face mask. We will continue to monitor all complaints for such reports.